Event description:
It was reported that the customer experienced an occlusion alarm. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use; however, recurring problems were noted, but the customer declined further assistance.